Event description:
150 ml of contrast at 1.5 ml/sec was used with a 22 gauge catheter. The pt complained of pain at the injection site so the technologist stopped the injector-printer was not used. Swelling was noticed under the patch. Ice was applied to the site, the swelling reduced and the pt was sent home. It was estimated that approx 28 ml's of contrast extravasated.